Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. Placement and left ventricle signal were intermittently present. No additional impella concerns were noted. No patient harm was reported. The pump has been explanted and was not retained.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of placement signal issue was unable to be determined as limited clinical details were provided and no product was returned for review.